Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using a pinnacle anterior/apical pelvic floor repair kit, the pudendal artery was affected when the physician was placing the mesh with the capio device. Bleeding could not be stopped with traditional measures and an interventional radiologist was called in to assist with the case. Reportedly, the procedure was completed with this device, and the patient spent a week in the hospital post-operatively. The patient, who is over 18 years of age, is doing fine but has presented with "small" mesh exposure (date of onset unknown). All other information is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.